Event description:
It was reported that during a procedure at the user facility the core micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a procedure at the user facility, the core micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for bias current message was confirmed by the repair technician through disassembly and visual inspection. Corrosion was found affecting the components of the device including the motor and rotor assembly.